Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 636 mg/dl. The customer went to the emergency room (ER). Reportedly, when the customer left the ER with a bg level of 328 mg/dl, the doctors told the customer to stop using the pump and to revert to manual injections. Reportedly, the customer's bg level elevated again to over 600 mg/dl while using manual injections. A system check with tandem's technical support indicated that the pump functioned as intended.